Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to high blood glucose (bg) level. The blood glucose (bg) level at the time of admission was 497 mg/dl with presence of small ketones and patient got treated with insulin intravenously. The length of hospitalization was less than 24 hours. No further information available

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011107, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 11-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6011107". The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011107 was manufactured according to the work instruction (wi) version 82 and manufactured in the machine 12 on 14-jan-2025, with a total of (B)(4) units. The sub-assembly lot 5a01017 was manufactured according to the work instruction (wi) version 27 on 13-jan-2025, with a total of (B)(4) units. The sub-assembly lot 5a01019 was manufactured according to the work instruction (wi) version 27 on 13-jan-2025, with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 4m03044 was manufactured according to the work instruction (wi) version 42 and manufactured in the machine mp04 and mp05, on 12-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample(s) from the lot have been requested. Nvestigation process of the complaint was carried out in accordance with: work instruction (wi) guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and work instruction (wi) guidance for functional flow testing for complaints area version 2: 10 samples out 10 samples passed the test work instruction (wi) guidance for functional leak testing for complaints area version 2: 10 samples out 10 samples passed the test for the code no malfunction based on complaint information. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no non-conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.